Event description:
It was reported via repair work order that the zoom disengages during use due to malfunctioned csi box and drive motor assembly. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.